Event description:
Ous MDR - the lead was explanted and replaced due to impedance and sensing issues.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed a deformation at the fixation screw of the lead. This damage is probably a result of excessive mechanical stress during the operation. About 14 cm distal of the is-1 connector pin, in the are of the ligature, squashing was detected in the form of a 360 degree radial constriction of the lead body, which was probably the result of tight binding of the ligature thread. The analysis did not show any further deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.